Event description:
It was reported that this right ventricular (rv) lead exhibited consistently high out of range shock impedance. The physician was planning on revising the lead. Technical services (ts) reviewed the reports and stated the risk of having such a high shock impedance. The lead remains in use. No adverse patient effects were reported. Additional information was requested from the field representative. The field representative indicated that they do not have any more information. No adverse patient effects were reported.